Event description:
Customer reportedly obtained the following results on the same device within 10 minutes: 69mg/dl, 68mg/dl, 99mg/dl, 69mg/dl, 83mg/dl, 95mg/dl, 80mg/dl, 76m/dl, 91mg/dl, and 126mg/dl. Customer also reportedly obtained results of 113mg/dl, 123mg/dl, and 228mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported, and no treatment received. Customer performed the reported comparison on 2 different strip drums. Quality controls were performed on the 2nd drum, however, it is not known if they were performed on the 1st drum. Both drums are from the same lot. Drum 2 tested with acceptable results with quality contronls. Requested return of suspect device and replacement was sent.